Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via cst that during knee arthroscopy with fms vue pump the pressure was set as 160. At the end of the surgery the surgeon observed that the knee was very swollen and reported that the pressure at that moment was 240. Two days later the patient was hospitalized again due to swollen knee and compartment syndrome diagnosis. The procedure was completed by reducing the pressure manually without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at service center and evaluated. Neither the fault reported by the customer could be verified nor another fault was found. The pneumatic circuit was checked, the testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).